Event description:
On (B)(6) 2012: the pt stated he is taking antibiotics (vancomycin, fortaz and tazicef) for peritonitis that may be related to a fluid leak incident that occurred on (B)(6). At the time of the event, he did not contact tech support to report the leak because he only noticed a few droplets of fluid inside the cycler and on the back of the cassette. He did however, continue to use the cycler.

Manufacturer narrative:
Medical records were rec'd and reviewed by the MFR. The actual culture reports were not rec'd.